Event description:
During use of the 6/7f mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. The device was removed and hemostasis was achieved with manual pressure. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in a coil "ebm" procedure. There were no visible signs of device/package damage prior to use. A mynx vcd vessel closure unit was prepared and used in accordance with the instruction for use (IFU) instructions. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx balloon ruptured in the calcium calcified part. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. The device is available for analysis.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the 6/7f mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. The vcd was removed, and hemostasis was achieved with manual pressure. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in a coil "ebm" procedure. There were no visible signs of device/package damage prior to use. The device storage temperature exceeds 25 °c. A mynx control vcd vessel closure unit was prepared and used in accordance with the instruction for use (IFU) instructions. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The access site is mildly tortuous. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The balloon loss pressure after being pulled to the arteriotomy and ruptured on the calcified part. Therefore, the vcd wasn¿t available and manual compression was performed for twenty (20) minutes. The patient recovered. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. A procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 5 mm from the balloon neck was revealed. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 5 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.